Manufacturer narrative:
Follow-up #1: date of submission 02/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2015 with the following findings: the black box showed evidence of loss of prime as a call service alarm due to a low non-zero force event. The returned battery cap and test cartridge cap were used to complete the investigation. Unrelated to the initial complaint, the battery compartment was found to be cracked below the grip. The display contrast was found to be dim and reddish. The pump ¿ez prime¿ steps were performed correctly with no call service warnings or any other related alarms occurring during the investigation. Product analysis was unable to duplicate the "loss of prime" warning. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).